Event description:
During perfrmance of laparoscopic cholecystectomy, laceration of aorta vena cava, liver occurred. Patient became hypotensive, developed hypovolemic shock; exploratory laparotomy performed, repair of aorta, vena cava, liver. Patient developed dic, clinically deteriorated, coded, expired at 11:43 p.m. 5/26/94.the above information is based upon the medical record. Have not yet reviewed autopsy report.